Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed. -visual inspection noted that an unk pin got stuck/broken inside the shaft and was visible on both ends of the pin guide, locking. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to excessive mechanical forces during prying/leveraging and/or misaligned insertion.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an 0312-200 pin guide got stuck inside the insertion sleeve and locked up. This was discovered during a troch nail procedure. The case was completed with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.